Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing, the inner cannula of a tracheostomy tube failed to turn into the correct position. There was no patient involvement.